Manufacturer narrative:
It is known which lead serial number was explanted and returned for analysis.

Event description:
Reference MFR report# 3006705815-2019-01474.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR report#3006705815-2019-01474. It was reported that the patient experienced inadequate therapy. As such, lead diagnostics displayed high impedances on all contacts. The lead was explanted and replaced. Therapy was restored post-operatively and issue was resolved. It is unknown which lead was liable for the issue. Hence both the implanted leads are made reportable.